Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2018, the patient saw a message on their controller that stated "out of box". The previous night the patient had used the antenna locate (al) feature to assist them with achieving maximum coupling potential. They were able to recharge their ins fully that night, and then turned their stimulation off after recharging. The next morning was when they saw the message on their controller. The ins was interrogated, which cleared the "out of box" message. No symptoms were reported. Additional information was received from the rep on june 18, 2018. They reported that the patient had been the one to initially inform them of the message seen on the controller. The rep also reported that the message was not "out of box" but rather "ins in the box". No further complications were reported or anticipated. (Omitted information pertaining to the previous times the patient has seen the "ins in the box" message - (B)(4))

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.